Event description:
It was reported that the nurse states device sent to them from biomed empty. Trying to fill but the arctic sun device would not take up water. Verified fill tube placement directly to the left of the fluid delivery line (fdl) and other end placed in the water. No pads connected and verified water reservoir level (wrl) was in system diagnostics showed 0. Tried to initiate fill but no water was coming up. Advised contacting biomed. Device needs further evaluation. Per follow up information received via task on 02apr2026, spoke with biomed who stated this device was just received back from bd repair 1-2 weeks ago and asked if this would be under warranty. Unable to confirm repair decision at this time and would speak with manager.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.